Event description:
A customer reported that their pump's touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump as a resolution to the issue. Customer reverted to manual injections for insulin therapy.